Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 900 mg/dl. The customer stated that he had numerous no delivery alarms based on the alarm history. The customer stated that he had gone through 6 sets within the past 3 days. The customer stated that he had the issue since lunch time on saturday. The customer went to see a friend that is a doctor. The customer had bolus several times today with a new site.